Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for glucose level, difficult/unable to operate & does not attach as intended. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for glucose level, difficult/unable to operate & does not attach as intended. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that hyperglycemia occurred during use due to needle not attaching properly with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that consumers brother has issues of high glucose levels and believes insulin is not going into the injection site because the needle does not properly attach to the insulin pen.